Event description:
Patient admitted for diagnostic hysteroscopy, d and c, novasure endometrial ablation, and possible myosure hysteroscopic resection of submucous fibroids due to irregular bright red spotting every one to two weeks for approximately one year.the myosure seemed to meet resistance along the anterior uterine fibroid that was felt to be calcified. The myosure was replaced with another new device and then the fibroid was easily resected by the surgeon.they would send it for quality analysis.